Manufacturer narrative:
Corrected data: h1.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred. Customer experienced an elevated blood glucose of 575 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.